Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: apr. 3, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully advanced. No cartridge damage was observed; viscoelastic residue was identified through the length of the cartridge. The plunger rod tip was damaged but can be attributed to damage the occurred during shipping. The lens was removed from the surgical paper and cleaned; the lens presented with damage to the optic body, edge of the lens, and haptics. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5: not applicable because no patient contact. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Per completed complaint form report was on defective lens/cartridge release per md, during handling. It also noted lens stuck in cartridge and lens scratched. No patient contact however form noted that right side of eye affected. Outcome does not significantly interfere with activities of patient's daily life. No other information was provided or clarified.